Event description:
It was reported that the pump exhibited an alarm with the cassette, which was resolved by replacing the cassette. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device was unknown. No information has been received. Brand name, model #, initial reporter and protocol # are unknown. No product information has been provided to date.

Manufacturer narrative:
Other text: correction: (b1) missing from initial report; product problem/malfunction, corrected data: (b1) missing from initial report.